Manufacturer narrative:
The nurse confirmed the v.a.c.® granufoam¿ dressing was discarded and the lot number was unknown. Based on the information provided, it cannot be determined when the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification, therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2019, the following information was reported to kci: a foreign material alleged to be v.a.c.® granufoam¿ dressing reportedly disintegrated in the patient's wound bed and caused tunneling. On (B)(6) 2019, the following information was reported to kci by the physician's nurse: the tunneling was pre-existing. On (B)(6) 2019, the patient underwent a debridement but she was unsure if related to the v.a.c.® granufoam¿ dressing as the patient frequently requires debridements. The last debridement was performed on (B)(6) 2019. The nurse confirmed the v.a.c.® granufoam¿ dressing was discarded and the lot number was unknown, therefore a device history review could not be performed.